Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose of 500 mg/dl and 292mg/dl at the time of the call. Customer also indicated that their basal rates have recently been changed. Customer declined high blood glucose troubleshooting as they have contacted their doctor about a back up plan. No further details given.